Event description:
Caller states the patient tested 1.4 inr on the coaguchek xs system and 2.98 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.